Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and the use of the liberty select cycler with liberty cycler set and the patient event of multi-organism peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis was unknown, the culture results of klebsiella, staphylococcus, and e coli suggest a contamination at some point during the patient¿s treatment. Klebsiella and e. Coli are part of the normal flora of the gi tract, may colonize the upper aerodigestive tract and gu tract and are widespread in the environment. Streptococcus mutans is found in the oral cavity of humans. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A licensed vocational nurse (lvn) reported to fresenius customer support that the patient was hospitalized due to peritonitis, and her account needs to be placed on hold. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initially seen in the pd clinic on (B)(6) 2025 due to abdominal pain. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The cultures resulted positive for escherichia coli, klebsiella (no species), and streptococcus mutans. The patient was not improving. On (B)(6) 2025 the patient contacted the on-call pdrn to report severe abdominal pain. The patient was instructed to go to the hospital. The patient was admitted to the hospital on (B)(6) 20205 due to the peritonitis. A repeat culture was obtained which resulted positive for gram positive bacilli. The patient¿s pd catheter was removed (unknown date) and the patient was transitioned to hemodialysis (hd). The patient¿s antibiotic therapy during the hospitalization is unknown. The patient was discharged on (B)(6) 2025. The patient is currently completing temporary in-center hd at another clinic. The patient is expected to be on hd for approximately three months. The cause of the peritonitis is unknown. There was no reported cassette leak or other issue with a fresenius product.